Event description:
Additional information received reported that the patient had an appointment on (B)(6) 2012 where she was reprogrammed with a reported positive outcome. No other tests or interventions were done at that time and the clinic has not heard back from the patient since that appointment.

Event description:
It was reported that the patient experienced a shocking sensation at the neurostimulator site which started on the morning of (B)(6) 2012. It was noted that the patient was involved in a motor vehicle accident last tuesday in which her car was hit on the passenger side while she was driving. Additional information was requested for further treatments/interventions and patient outcome but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3778-45, serial #(B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3778-45, serial #(B)(4), implanted: (B)(6) 2009, explanted: na. Extension: model 3708120, serial #(B)(4), implanted: (B)(6) 2009, explanted: na, extension: model 3708120, serial #(B)(4), implanted: (B)(6) 2009, explanted: na. Programmer: model 37743, serial #(B)(4). Recharger: model 37752, serial #(B)(4).